Event description:
During eval of the returned homechoice machine, an overfill was identified in the cycle by cycle ultrafiltration (uf) log. In drain cycle 5 of the therapy started in 2008, the uf reading was 740 indicating the home patient drained 740 ml more than the programmed fill volume of 2300 ml. The total drain volume for this cycle would have been 3040 ml. The probable cause of this overfill was determined to be insufficient drain because multiple cycles advanced to fill when a slow/no flow condition occurred above the minimum drain volume threshold. The device will be sent to the service area.

Manufacturer narrative:
The homechoice machine was received and evaluated. Three simulated patient therapies were performed using the pt's therapy settings. During these therapies no problems were encountered. The device was tested for temperature accuracy. The bag temperature was sampled at 5-minute intervals during an add'l therapy. During fill mode, with the comfort control setting set to 36 degrees c, no fluid temperatures were recorded that were outside the specified delivery range. The device was tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated pt for each exchange and was within design specs. The device's pneumatic system was monitored. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed. No problems were revealed during this inspection and all connections were correct and secure. A review of the device service history revealed no problems. There was no failure or malfunction of the device that would have caused or contributed to the reported difficulty. The most probable cause of the overfill discovered during eval was determined to be insufficient drain because multiple cycles advanced to fill when a slow/no flow condition occurred above the minimum drain volume threshold. The device will be sent for servicing.